Event description:
It was reported that the atrial lead had no capture at maximum output. It was also reported that the atrial lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.